Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon closed the jaws, they tried to insert the device to the trocar, but it could not be inserted. They replaced the device with a new cartridge to complete the case and resolve the issue. There was no patient injury reported.